Manufacturer narrative:
Bd had not received samples, but photos were provided by thecustomer facility for investigation. The photos were evaluatedand the customer's indicated failure mode for 76865 with theincident lot was observed. A review of the manufacturingrecords was completed for the incident lot and no issues wereidentified.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had foreign matter in the tube and on cap.

Manufacturer narrative:
PMA / 510(k)#: changed from "n/a" to "exempt".